Manufacturer narrative:
(B)(6). The device was returned for service however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device motor seized and was rough running. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to strain/normal wear from use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was discovered that the motor on the battery oscillator device seized and was rough running. It was noted in the service order that the motor was running rough on the device. The event was not related to surgery. There was no patient involvement reported. There were no injuries, delays, or medical intervention associated with this event. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly